Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during fill 3. The home patient (hp) stated that he thought that he got the alarm during fill 3. He was not at home near machine to review the therapy log. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension lines being used. The patient had not disconnected prior to the alarm. All of the bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make connections. There were no samples available. He had disconnected from the hc and followed the instructions in the patient at home guide when he received the alarm. He completed therapy using manual supplies. The hp had called his nurse about the alarm and the nurse had him call baxter. The baxter technical services representative (tsr) explained that this alarm was an air detect alarm and that he should call the nurse back to advise her of that in case there were any precautionary measures needed. The hp understood. The tsr explained that the hc was operational and okay to use for therapy. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.